Event description:
It was reported that the anchor was broken in arthroscope. No patient injury and no significant delay were reported. A back up was available.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One 4.5 (B)(4) ultra pk suture anchor inserter was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The distal end of the anchor has broken off at the suture slot and was not returned for examination. Functional assessment of the inserter confirmed the inner shaft advanced and retracted when the torque limiter was rotated. The clinical details were reviewed and it was confirmed that the insertion site was not prepared per device IFU.